Event description:
During a hysterectomy procedure, the wire loop of the cutting electrode was seen breaking in the endometrial cavity. One or two metal fragments were visualized and a diagnostic scope with grasping instruments was inserted. A small portion (2-3 centimeters) of the loop was retrieved. Careful investigation and inspection of the cavity did not reveal any other fragments in the pt.